Manufacturer narrative:
A field service engineer from quest medical will travel to the facility to evaluate the console and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that after flushing the extension to the table before the cross clamp was applied, the console displayed an error message of excessive pressure the console was repeatedly powered off and on but the error message "are all displays lit" could not be cleared and the perfusionist was unable to initiate a resume case or new case after multiple key press attempts. The console had to be replaced and no further issues were encountered. There were no reported patient complications as a result of the alleged issues.